Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6)2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. G3: date received by manufacturer ¿ additional information. G6 type of report ¿ additional information. H2: additional information/device evaluation information. H3a: device evaluated by manufacturer ¿ additional information. H6: investigation findings ¿ additional information. H6: investigation conclusion ¿ additional information.

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-085787 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 3/27/2025. It was determined this complaint is not reportable per corpft-140202.